Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.8, 5.6, 6.3. Date: (B)(6) 2011, lab: 1.8. Pt's target range on the meter is 2.0-3.0 inr. Pt tested on her meter got 4.8 inr then repeated test got 5.6 inr and repeated 3rd time got 6.3 inr then last time repeated test got error 444. She went to the lab the next day and got 1.8 inr using venous sample.

Manufacturer narrative:
Investigation pending.